Event description:
It was reported that the user experienced discordant glucose values between a dexcom g7 cgm and fingerstick testing while using the ilet, with cgm readings as low as 50 mg/dl and concurrent fingerstick readings up to 300 mg/dl, resulting in hyperglycemia up to 258 mg/dl and concern for incorrect insulin dosing; troubleshooting included cgm calibration, cgm sensor replacement guidance, pairing a new sensor, and education on monitoring. Symptoms included no reported clinical effects. Outcomes included no medical intervention, no outside emergency assistance, and stabilization of blood glucose to 146 mg/dl after sensor replacement. Investigation included user interview, review of device-use history and reported glucose data, and troubleshooting guidance. Investigation of this case revealed a sensor performance issue with the cgm providing inaccurate readings that influenced ilet insulin dosing decisions, which resolved after changing the g7 sensor. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to cgm sensor inaccuracy rather than a malfunction of the ilet system. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.